Event description:
Device was returned for repair only with tip of device broken off and missing. Contact with hosp revealed device had broken during use. Piece was retrieved with no pt injury resulting.